Event description:
Device settings and diagnostic information was received for the patient. No other relevant information has been received to date.

Event description:
Initial report was that a patient was having really bad seizures. It was noted that the patient wears his magnet around his neck. The patient was informed that the magnet should be kept away from the generator when not in use. Further information was received that the bad seizures were a result of the patient wearing the magnet around his neck. After the patient was advised to store the magnet in his pocket, only 1 seizure since the last visit occurred. It was noted that the patient had improved. The really bad seizures were clarified to be referring to the number of seizures increasing. The cause of the seizures was noted be due to the patient wearing his magnet around his neck resulting in the magnet being too close to the battery. The number of seizures decreased with the patient no longer wearing the magnet around his neck. No other relevant information has been received to date.